Manufacturer narrative:
Incomplete medication (antibiotic) dosage. This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
A picline is fitted for a skin graft patient. During the administration of antibiotic product, the staff noticed a leakage at the junction of the connector and the catheter pipe. The antibiotic treatment was not completed. No other information is available.